Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery with heavy calcification and 99% stenosis, ablation was performed with a non-abbott rotablator. A 2.5x12 nc trek balloon catheter was advanced for dilatation and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. The nc trek was withdrawn from the patient's anatomy and a non-abbott balloon catheter was used successfully for dilatation. A 3.25x12 nc trek balloon catheter was advanced for additional dilatation and inflated; however, the balloon ruptured on the second inflation at 10 atmospheres. The nc trek was withdrawn from the patient's anatomy and a non-abbott balloon catheter was used successfully for additional dilatation. A 3.5x18 xience v stent was implanted to treat the target lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.25x12 nc trek is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.